Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient's mother to reset the smart device and to turn off the receiver to re-establish connection which was unsuccessful for the reported issue. Patient's mother was later advised to reset the bluetooth and g5 application on the smart device which was also unsuccessful for the reported issue. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 01/05/2016 and confirmed the reported event of intermittent antenna icon. A definitive root cause could not be determined. No additional patient or event information is available.